Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 21:29:27. During night drain cycle four, the patient's ultrafiltration reading was 1585ml, indicating the home patient (hp) drained 1365ml more than their maximum programmed fill volume of 2200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause of the reported condition was unable to be determined with the provided information. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available a supplemental report will be submitted.